Manufacturer narrative:
The device was tested and could not be mounted to the tip, but a significant burr was recognized at the tip. During the testing of the device a clear running noise was noticed. Without the drill being mounted, the temperature raised within two minutes from 25c degrees up to 41.1c degrees. Fitted with a drill, the temperature raised faster over the maximal acceptable temperature of 41.0c degrees. While dismantling a broken bearing, the clamping tool holder and metal abrasion was recognized. The device quality and manufacturing history records was not possible because the device is a purchased part. Based on the information available as well as a result of the investigation, root cause of the failure is most probably related to an overload use and insufficient maintenance of the device. The current failure rate is within the risk analysis and therefore acceptable.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not received.

Event description:
Country of complaint: united kingdom. The patient's lip was burnt caused by the drill overheating.